Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible tone. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service rep performed testing and investigation at the user facilty. The device did not sound an audible tone. This was due to a disconnected connector.